Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent primary breast augmentation with a mentor siltex contour profile moderate 275/300cc saline prosthesis and experienced right sided deflation post procedure. The deflation was diagnosed by a physician. An explant is planned for (B)(6) 2019.

Manufacturer narrative:
Additional information was received on 3/19/2019. The patient had an explant planned for (B)(6) 2019. This explant has been cancelled due to undisclosed reasons. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Manufacturer¿s reference number: (B)(4).